Manufacturer narrative:
Continuation of concomitant: model: ddbb1d1, ICD; implanted: (B)(6) 2017.

Event description:
It was reported that the patient presented with evidence of erosion and infection and the implantable cardioverter defibrillator (ICD) site. The patient had called in to clinic with complaint of redness and refused an appointment that day. Patient presented the next day, and upon arrival to the clinic stated that it had been a little red for past month. Clinic staff indicated the device pocket site appears reddened and gaping at one corner with possible device showing through. Follow-up revealed the patient had been transferred to another hospital for a planned extraction of the ICD and leads due to erosion and infection. Further information revealed that during the extraction procedure a transesophageal echocardiogram (tee) showed a "linear mobile echodensity on the rv lead." The device and leads were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.